Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was reprogrammed to therapy off due to hospice. While trying to reprogram the device difficulty was experienced interrogating the device however was resolved and the device was successfully programmed to therapy off. The patient later expired. There were no allegations against device functionality related to the patient expiring.